Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Problem source is manufacturing. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the use of the product, a crack was found in the tube. No patient injury. No additional information is available for this complaint.